Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2020; 429888 lead, implanted: (B)(6) 2020; 97714 pain stim ipg, implanted: (B)(6) 2016; 977a260 pain stim lead, implanted: (B)(6) 2014; 977a260 pain stim lead, implanted: (B)(6) 2014; 97792 neuro adaptor, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.